Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had their vns removed due to MRI reasons. During the surgery fibrosis was discovered. The physician later reported that the scar tissue build up could be due to chronic irritation or prior infection. Device history records were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information has been received to date.

Manufacturer narrative:
F10. Corrected data health effect - impact code, initial report: inadvertently left out f1205. H6. Corrected data type of investigation, initial report: inadvertently left out b14. H6. Corrected data investigation findings, initial report: inadvertently used c21 instead of c19.